Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump still turns on when plugged into a power source. In addition, the customer reported the pump time was off by approximately 12 minutes. The customer declined troubleshooting for the alleged time setting issue. There was no reported impact to the customer's blood glucose level. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.